Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality and crease fold. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "fold fault." Device has been explanted.